Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a recent blood glucose level of 409 mg/dl, which was treated with the insulin pump. High blood glucose troubleshooting was declined. Customer also reported infusion set detachment. The insulin pump was not replaced of returned for analysis. Customer was advised that the infusion set would be replaced and agreed to return the product for analysis.